Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy. The device was found to be in backup vvi mode. A device download was successfully performed and remained implanted.